Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane was checked and the printed circuit boards associated with the backplane were reseated. The rtos (real time operating system) was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. No patient injury was reported.